Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in fill 1 of 6 of their pd treatment. The patient reported that fluid was leaking from the third supply bag that was hanging and stated that they tightened the connection. There were no alarms prior to discovering the fluid leak. There was no fluid found in the pump module area of the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. There were no alarms prior to discovering the fluid leak. The patient stated that during fill 1 of 6 they noticed that there was fluid leaking onto their floor. Upon further inspection, the patient found fluid leaking from the supply bag line connector. The patient stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient stated that the issue was with the liberty cycler set. The patient confirmed that no fluid got on or near the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in fill 1 of 6 of their pd treatment. The patient reported that fluid was leaking from the third supply bag that was hanging and stated that they tightened the connection. There were no alarms prior to discovering the fluid leak. There was no fluid found in the pump module area of the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. There were no alarms prior to discovering the fluid leak. The patient stated that during fill 1 of 6 they noticed that there was fluid leaking onto their floor. Upon further inspection, the patient found fluid leaking from the supply bag line connector. The patient stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient stated that the issue was with the liberty cycler set. The patient confirmed that no fluid got on or near the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.